Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. When the disposable handpiece was connected to the motor drive unit correctly, it never powered on. When the trigger was activated, the blade never powered on. The procedure was successfully completed with a second handpiece with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.